Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient has 2 extensions (from the same lot) implanted as part of his scs system. It was reported during a surgical procedure to replace the patient's ipg (reference MFR. Report: 1627487-2016-04281), the patient's extensions were explanted and replaced with a new one. The patient was not receiving stimulation coverage on his right side due to high impedances. Reportedly, the patient is satisfied with his coverage postoperative.